Manufacturer narrative:
Zoll has not received the product for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
During shift check, the user's autopulse platform (sn (B)(4)) displayed user advisory - ua27 (encoder fault (> 1000 rpm)) error message. User unable to clear advisory. No patient involvement.

Manufacturer narrative:
On december 12, 2018, additional information received from a zoll regional manager in taiwan, the autopulse platform serial #(B)(4) was tested with a manikin for several days and found no issue. The platform was returned back to the customer for clinical use.